Event description:
It was reported the device was found disassembled in the shop. The ventricle input is missing. The external pulse generator was returned to the manufacturer for evaluation and repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. Analysis confirmed the reported customer comment; the ventricle output connector and nut are missing. Analysis also found the upper and lower cases are broken. Side bail covers, ring cover, side bails, ring bail, heart block, heart wire contacts, lead flex cover, all case screws, and ring cover screw are missing. Encoder flex connector on the lcd display is silicone opened. (B)(4).